Manufacturer narrative:
(B)(4).

Event description:
It was reported that the PICC hub came away from PICC.

Manufacturer narrative:
(B)(4). Additional information: complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. The IFU provided with this kit warns the user, "do not use scissors to remove dressing to minimize the risk of cutting catheter." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the PICC hub came away from PICC.